Event description:
Consumer reported complaint for e-0 (on control tests) accompanied by symptoms. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak. Caller states he does not know if the weakness is due to customers blood sugar or if it is due to muscle atrophy due to being in bed. Customer went to the doctor and was given insulin. States the doctor did not mention anything about her weakness. . The product storage location is undisclosed. Test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer feels weak. Customer states she has improved but still feels weak at the time of call. Meter read 40mg/dl with the control solution level 1 (within range).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause: mlc-47: pcb contamination. Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Test strip UDI: b)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has not improved. Customer states she feels weak and that it is due to her diabetes. Informed customer to call her doctor and to call 911. Customer was instructed to seek medical attention and that I would follow up with her on monday. Blood glucose taken today was: 74mg/dl fasting. Manufacturer contacted customer on (B)(6) 2019 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has not improved. Customer states she feels weak and that it is due to her diabetes. Informed customer to call her doctor and to call 911. Customer was instructed to seek medical attention and that I would follow up with her on monday. Blood glucose taken today was: 74mg/dl fasting. Manufacturer contacted customer on (B)(6) 2019 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved.

Event description:
Consumer reported complaint for e-0 (on control tests) accompanied by symptoms. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak. Caller states he does not know if the weakness is due to customers blood sugar or if it is due to muscle atrophy due to being in bed. Customer went to the doctor and was given insulin. States the doctor did not mention anything about her weakness. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer feels weak. Customer states she has improved but still feels weak at the time of call. Meter read 40mg/dl with the control solution level 1 (within range).